Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer will continue to use current pump. Customer's blood glucose was 100-199 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.